Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred intermittently. The customer experienced an elevated blood glucose (bg) of around 578 mg/dl. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.